Event description:
On (B)(6) 2024 - a 35-year-old female patient was treated with sodium hyaluronate injection for both knee joints in the outpatient department of the rehabilitation department of the hospital. She suddenly developed dizziness, pale face, weakness of limbs, and wet cold in the observation room about 15 minutes after injection. She was conscious clearly, without nausea, vomiting or dyspnea, immediate rescue. Rbg: 4.7mmol/l, bp: 112/62, hr: 41 beats/min, t: 36.0 degrees celsius. After the emergency medicine department was notified, the medical staff arrived at the scene, immediately gave ECG monitoring, oxygen inhalation, intravenous channel establishment, and 5% glucose injection 250ml intravenous infusion, the second review randomly indicated that the rbg was 6.4mmol/l, she complained of improvement in dizziness and limb weakness, and the physical examination was as follows: t: 36.6 degrees celsius, p: 61 beats/min, r: 21 beats/min, bp: 120/90mmhg; spo2: 99%, the patient had clear consciousness, acute disease appearance, cooperative physical examination, bilateral pupils and other large and round, with a diameter of about 3.0mm, sensitive light reflex, clear respiratory sound in both lungs, no dry and wet rales heard in both lungs, heart rate 61 beats/min, and no noise heard in each valve area, soft abdomen, no tenderness, rebound pain and muscle tension, normal bowel sound, mild swelling of soft tissues of both knee joints, obvious tenderness, slightly limited movement of both knee joints, normal limb sensation and blood circulation, muscle strength of about grade 4, normal muscle tension, physiological reflex, no pathological signs. After communicating with the patient and her family members, she was admitted to the emergency observation room at 11:00 for observation and treatment. The nursing routine of the emergency medicine department and secondary nursing were introduced. 150ml intravenous drip of 5% glucose injection was given to closely observe the patient's condition. The patient finished the infusion at 12:30, complained of dizziness, limb weakness symptoms significantly improved, and was safely left the hospital accompanied by family members.

Manufacturer narrative:
This is a definitive report. This case was reported from a hospital to chinese authority, the chinese sale partner received it on 2024-09-30, and it was forwarded to manufacturer on 2024-10-08. The reporter did not provide any further information. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 4c3z05.